Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the freestyle libre sensor. The customer went to the emergency room where they received unspecified treatment. No additional details were provided as customer declined to complete troubleshooting. There was no report of death or permanent impairment associated with this event.